Manufacturer narrative:
Additional information was added to h4 and h6. Correction to d4: unique identifier (UDI) #. H4: the lot was manufactured from october 24, 2019 - october 28, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day and month of 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.